Event description:
It was reported that water leaked allegedly due to balloon damage. Per additional information received via email on 29 october 2019 from ibc representative, there was no visible damage to the balloon.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one temperature sensing catheter attached to a cut portion of inlet tubing was received without the original packaging. No obvious defects were noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The active length of the catheter balloon was measured (0.6455") and found to be within specification (0.60" - 0.90"). A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "(4) be careful that the catheter is not exposed to ointments, contract medium or such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that water leaked allegedly due to balloon damage. Per additional information received via email on 29 october 2019 from ibc representative, there was no visible damage to the balloon.